Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two fragments. The proximal fragment was found to be 61.0cm in length and the distal fragment was 143.2cm in length. Magnified examination of the fracture site showed the core wire was fractured and the guidewire was bent at the fractures site. The guidewire was found to be bent just distal and proximal to the fractures side. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. The bending on the guidewire appeared to be due to excessive manipulation, and the fracture on the guidewire appeared to be related to excessive manipulation and torsional movement. Scanning electron microcopy of the fracture site determined that the failure occurred due to a bending overload. There was a cup-cone shape to the failure surfaces representing a ductile fracture. Information available indicated that the guidewire was confirmed to be in good condition after unpacking and preparation. The investigation has determined that the observed anomalies on the returned device are most probably related to operational context.

Event description:
It was reported that during preparation while the physician attempted to load the guidewire into the microcatheter, it broke close to the hub. The physician replaced the guidewire with another one to proceed with the procedure. There was not patient involvment.

Event description:
It was reported that during preparation while the physician attempted to load the guidewire into the microcatheter, it broke close to the hub. The physician replaced the guidewire with another one to proceed with the procedure. There was not patient involvement.